Event description:
The customer reported that a patient experienced a transient drop in blood pressure while multiple infusions were being set up and started for surgery. Reportedly two instruments were set up, each with all three channels programmed for use. The details are ambiguous and it is not clear whether one or both of the devices were affected, however, reportedly medications infusing on one or both of the devices were interrupted due to "check air sensor" alarms. Reportedly when the alarm was seen on the device(s) no audible alarm(s) had occurred, and the customer noted the issue due to the drop in the patient's blood pressure. It is not known at this time how long any of the infusions had been running when the interruption(s) occurred. In response to the alarms the customer changed out the disposable sets on all six channels, and the infusions were resumed with no further alarms. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the pumps will not be returned for investigation; one instrument was sequestered initially, however the customer refused to return it for investigation. The second instrument was not sequestered. Two used disposable sets and one unused set with original packaging were saved. The sets are expected to be returned for investigation but have not been received yet. A follow up report will be submitted once the sets have been received and the investigation has been completed.